Manufacturer narrative:
The impella pump, purge cassette and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that upon advancement of the impella device, suction alarms were received with the pump flows decreasing to 1.2 liters per minute with a pump speed level of p2. The positioning was altered numerous times with no resolution to the suction issue. Additionally, escalation of care was considered. However, the patient¿s atrium began to tear causing bleeding issues. The impella was explanted. The chest was closed and the patient was taken to the unit to implant a new device. The patient is stable.

Manufacturer narrative:
The investigation for low pump flow has been completed. No biomaterial was observed on the returned pump. No cannula kinks, impeller damage or foreign material was observed. No other abnormalities were observed. The rt log shows low pump flow and suction following the CABG procedure. The next rt log (the last rt log in the case) shows continued suction alarms and low flow despite the device being repositioned. The cause of the low pump flow is most likely biomaterial based on the provided clinical information.